Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer reloaded the cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 215-221 mg/dl